Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported an end of service (eos) message; there was an allegation/dissatisfaction with ins longevity. The call center reviewed the fact that the device was off/disabled and no longer providing therapy. They further noted hat on (B)(6) 2019, they put new batteries in their patient programmer (pp) and started to have harder bowel movements (the caller noted that their bowel movements are typically somewhat loose). On (B)(6) 2019, they noticed the eos message and started experiencing constipation. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) to schedule a replacement surgery. No further patient complications have been reported as a result of this event.